Manufacturer narrative:
Philips service replaced pc hardware and attempted software reload. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot and required software reload and hardware replacement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.